Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced difficulty performing a supply change, including filling a cartridge and preparing tubing, and had deployed an infusion set before priming, which required using a new set and refilling prior to insertion; the user employs steel infusion sets with 23-inch tubing, education and troubleshooting were completed, and delivery was resumed. Symptoms included hyperglycemia with values in the 200s mg/dl. Outcomes included temporary elevated glucose for approximately 45 minutes without medical intervention, back-up therapy, or ketone testing. Investigation included guided troubleshooting and user education on correct cartridge fill, tubing prime, and sequencing of infusion set insertion. Investigation of this case revealed user handling and technique issues during the infusion set and cartridge change, with improper deployment order and connection steps that likely interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique and handling during setup.